Event description:
It was reported that during a case, the anesthetist left the operating room for a period of time. Upon his return, he reportedly noticed that the cardiocap 5 monitor did not show sp02 or nip data. No alarm was reportedly heard; the monitor screen showed 2 "little stripes". The anesthetist reportedly checked the monitor cables, with no result. It was subsequently noted that the anesthesia system was not functioning in mechanical mode. The anesthetist reportedly switched to manual mode to maintain ventilation. The patient expired. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.